Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (non-functional therapy electrodes) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an pinched pulse wire in the cable connecting ECG "a" and the front therapy electrode. The bare wire was exposed, causing a short on the distribution node (dn) pca. The root cause for the pinched wire could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt and reported that the therapy electrodes were non-functional.